Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent primary breast augmentation with two 330cc mentor smooth round high profile saline breast prostheses. Post-operatively, the patient suffered left breast capsular contracture (baker grade unknown). As a result, the patient underwent breast implant removal on (B)(6) 2015.

Manufacturer narrative:
On june 1, 2022, mentor became aware that the suspect medical device was implanted on july 7, 2014 and the correct date of event was november 20, 2014. In addition, the capsular contracture was baker grade 3-4 and that it was not explanted on (B)(6) 2015. However, the patient only underwent surgical intervention. The patient had a left breast capsulectomy and the implant was removed, cleaned, disinfected and re-implanted on (B)(6) 2015. In addition, 10cc was removed from the implant. Per mentor's IFU, saline implants are intended for single use only and are not to be resterilized. This will be reported as an off label use. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.